Event description:
Reportedly, the smarttouch screen didn't work during a fu in the or. I had to do p1+p2 to logout and log in again to stop the session and start a new one (device was a platinium sonr crtd). Moreover during an implantation on the 21, the graphic while was not properly showing qrs but only horizontal lines when performing a threshold test.

Manufacturer narrative:
The analysis of the provided data highlighted that: - the 1st issue is a known issue, the root-cause hasn¿t been yet determined. Printing, switching to another screen are the workarounds that we suggest. - 2nd issue is not visible on the provided files, as there is no follow-up on 21 nov 2023 in the files. If the implantable device is eno, teo, oto, kora, reply or esprit, the black bar that appears on the egm during threshold test cannot be removed and the test should be start again. This issue has been corrected for alizea, borea and celea devices. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the smarttouch screen didn't work during a fu in the or. I had to do p1+p2 to logout and log in again to stop the session and start a new one (device was a platinium sonr crtd). Moreover during an implantation on the 21, the graphic while was not properly showing qrs but only horizontal lines when performing a threshold test.